Event description:
It was reported that the patient was having issues with the suction of the purewick urine collection system and questioned how the purewick female external catheter should be positioned. The liberator representative explained that the purewick catheter needed to go over the top across the stomach and sitting on the purewick tubing could reduce the suction. The patient would be going to try the correct method. It was noted that the patient had been using the purewick products less than 90 days. Per follow up information received on 24feb2022, it was stated that the patient was no longer using the purewick female external catheter because patient did not understand how to use it properly. Customer stated that patient was unable to understand how to use the purewick. The user was not interested in troubleshooting, or placement tips. The patient would only be interested in a field representative demonstrating correct usage at their home.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. "Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter." Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients." "With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". The device was not returned.

Event description:
It was reported that the patient was having issues with the suction of the purewick urine collection system and questioned how the purewick female external catheter should be positioned. The liberator representative explained that the purewick catheter needed to go over the top across the stomach, and sitting on the purewick tubing could reduce the suction. The patient would be going to try the correct method. It was noted that the patient had been using the purewick products less than 90 days. Per follow-up information received on 24feb2022, it was stated that the patient was no longer using the purewick female external catheter because the patient did not understand how to use it properly. Customer stated that patient was unable to understand how to use the purewick. The user was not interested in troubleshooting, or placement tips. The patient would only be interested in a field representative demonstrating correct usage at their home.